Event description:
It was reported to boston scientific corporation in early 2006 that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Female patient, age and weight unknown) according to the complaint, "they went to send it back down, and the distal tip became defective upon back loading" the case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual evaluation found that the working length was severely twisted. During testing the handle was rotated at the bifurcation to untwist the working length. The jagwire guidewire was placed in the guidewire introducer and advanced down the guidewire lumen of the autotome and out the distal tip without difficulty. During advancement of the jagwire, it was noticed that the sheath of the autotome was ripped from the distal end of the guidewire channel to the distal tip. No other damage was found with this autotome. It appears that the jagwire was ripped from the sheath rather than retracted and peeled out of the guidewire channel. This caused the autotome sheath from the distal end of the guidewire channel to the distal tip to become ripped. The twists along the working length appear to have occurred from the handle being rotated during use.